Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) made a comment during a case that several months prior he had left in a femoral checkpoint during a pfj procedure. It was discovered on the patient¿s follow up visit to his office and removed within a couple days of discovery. Surgeon did not provide patient initials. Hospital does not provide post op x-rays.

Event description:
Dr. Welch made a comment during a case that several months prior he had left in a femoral checkpoint during a pfj procedure. It was discovered on the patient¿s follow up visit to his office and removed within a couple days of discovery. Surgeon did not provide patient initials. Hospital does not provide post op x-rays.

Manufacturer narrative:
Reported event: it was reported that the checkpoint was left in the patient product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.